Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: a2dr01, ipg, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that on the evening of the implant procedure, telemetry noted intermittent loss of capture on the right ventricular (rv) lead. A temporary pacemaker was placed as a backup. An x-ray was obtained and the lead did not appear to have moved. Micro-dislodgement was suspected. A lead revision was planned. During the lead revision, there was a warning on the rv lead for high impedance due to the lead being removed from the header and then re-inserted. The lead was revised and remains in use. No patient complications have been reported as a result of this event.